Event description:
Customer reported experiencing a power source alert 07 with their pump. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue was resolved by charging the pump with a wall adapter, and no further assistance was required. However, because the problem had recurred four times in the last 12 months, a replacement pump was provided as a goodwill gesture. Customer planned to continue using the current pump, and instructions were given to put the old pump into storage mode before returning it.